Event description:
Device diagnostic testing at office visit resulted in high leasd impedance reading indicating possible device malfunction. It was also reported that the patient's seizure control had declined at that time, and that treating physician suspected a lead break. The patient underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. Previous device diagnostic testing performed approximately 8 months prior was within normal limits, indicating proper device function at the time. Further follow-up revealed that the device may have been damaged when the patient did something, while jumping on a trampoline.